Event description:
Later, it was reported that the patient and surgeon had decided to move forward with pursing a callosotomy. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient was experiencing worsening of seizures and drop attacks with vns stimulation. After implant, the patient initially did not show any worsening symptoms. The physician disabled therapy and after 2 weeks, patient came back for check-up. When vns device was activated patient started getting seizures and drop attacks. The vns is now at very minimal current, pulse width, and frequency. The drop attacks are not a new seizure type for the patient. Later, a response to the manufacturer¿s questions was provided by the representative based on their understanding in conjunction with information obtained from the physician. It was determined that vns stimulation was the cause of the increase in seizures. This increase in seizure rate was determined to be above pre-vns baseline levels. The patient's settings were provided. It was stated that the drops attacks have increased while the device is programmed on. No other relevant information has been received to date.